Manufacturer narrative:
The office reported no errors or device malfunctions during the treatment. Zeltiq reviewed the system logs for the treatment date and confirmed that no system malfunction or errors occurred during the treatment. The user manual already identifies known warnings and contraindications associated with the use of the coolsculpting system.

Event description:
On 10/05/2016, zeltiq was informed of a female patient in (B)(6) who got treated to the right arm and developed a patch of blisters post the coolsculpting treatment. The patient was treated to the right arm using coolfit applicator. On (B)(6) 2016 the office informed zeltiq that the wound became infected and was prescribed medication, making this event reportable. On 12/5/2016 zeltiq was informed that the patient no longer has an infection and is recovering.